Manufacturer narrative:
The device executed an 0x45 alarm, indicating sma wire 2 was open. During the investigation the pcb was removed and the rear sma was confirmed to be broken, as indicated by the hazard alarm. The subsequent deactivation of the pod upon execution of the alarm caused the device to suspend insulin delivery. Additional inspection of the device found damage along the bottom housing cannula bore and the distal tip of the formed needle. These damages are indicative that the cannula sub-assembly was incorrectly installed, causing interference between the formed needle and the bottom housing. The resulting damage to the tip of the formed needle caused the reported skin irritation. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels exceeded 250 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. Patient gave an injection to correct the high bg.